Event description:
Per a literature article, cutting-balloon angioplasty versus balloon angioplasty as treatment for short atherosclerotic lesions in the superficial femoral artery: randomized controlled trial, cardiovascular and interventional radiology (2013) 36 (6): 1500-1507; during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery with a powerfex balloon, there were four-flow limiting dissections. There were nine cases of restenosis after the pta. Self-expanding nitinol stents were implanted to treat the dissections.

Manufacturer narrative:
Please note that this medwatch report is being submitted for 4 patients with no patient demographics or device specifics. The literature article has been attached to this MDR report. Literature citation: poncyljusz et al (2013). Cutting-balloon angioplasty versus balloon angioplasty as treatment for short atherosclerotic lesions in the superficial femoral artery: randomized controlled trial. Cardiovascular and interventional radiology 36 (6): 1500-1507. Complaint conclusion: per a literature article, cutting-balloon angioplasty versus balloon angioplasty as treatment for short atherosclerotic lesions in the superficial femoral artery: randomized controlled trial, cardiovascular and interventional radiology (2013) 36 (6): 1500-1507; during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery with a powerfex balloon, there were four-flow limiting dissections. There were nine cases of restenosis after the pta. Self-expanding nitinol stents were implanted to treat the dissections. (B)(4): the device was not returned for analysis. Additionally, without a sterile lot number a lot history review could not be conducted. The device was not returned for analysis nor were procedural films provided. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation of the vessel intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. This does not represent device malfunction. This report of restenosis is considered related to progression of arteriosclerosis and not related to the balloon catheter. Restenosis is a natural physiologic response to angioplasty. There is no evidence that the balloon catheter itself causes restenosis, particularly in light of the fact that the device is not implanted. Based on the limited information available for review, there is no evidence to suggest that the reported events could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time. (B)(4).